Event description:
It was reported the insulin pump alarmed button error and the buttons were not responding. Customer does not know current blood glucose level. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.